Event description:
It was reported that the user contacted support to ask whether the pump indicates when to change supplies and disclosed potential incorrect supply change steps, including inserting a new site upon seeing drops and uncertainty about completing the fill cannula step, which constitutes a use of device problem involving the infusion set and cartridge. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a user error issue traced to user handling during the supply change process. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.